Event description:
It was reported that when using the bd pyxis¿ es server, all patients and medications did not cross over to multiple stations after server update, with no data visible on both affected units or the server, and the issue persisted despite a reboot, requiring temporary patient creation for medication dispensing. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing over to stations after the server update. A technical support specialist (tss) dialed into the server and identified that the external messaging service was not running due to an incorrect password. The tss updated the account password and confirmed that the service started running without any issues and that all messages were transmitting correctly. The tss confirmed with the customer that the issue was resolved and obtained permission to close the case. The system functioned as intended after technical support specialist troubleshot the device.